Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable vitamin b12 results for one patient sample. The initial result from the last of a reagent pack was 2000 ng/l with a data flag. With a new reagent pack, the results were 146.5 ng/l, 224.3 ng/l, and 201.0 ng/l. It was unknown if any erroneous result was reported outside the laboratory. The patient was not adversely affected. The reagent lot number was 114270. The expiration date was requested, but was not provided. Review of the provided calibration and qc found all were acceptable.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on the provided qc data, a general reagent issue was not suspected. Possible reasons for the event include pre-analytic issues, bubbles or foam on the reagent surface, a mixer not within specification, bubbles or foam on the system reagent surface, or an issue with the pinch tubes.